Event description:
Reported issue: clips are springing open when attempting to be fired. The clips are loading into the jaws of the applier correctly. When the surgeon attempted to fire the clip, it clicked like it should close, but would spring back open. The locking mechanism would not function correctly.

Manufacturer narrative:
(B)(4). The customer returned six representative samples of 544230 hemolok ml clips 6/cart 84/box for investigation. The actual sample was not returned. The representative samples were returned closed in their original packaging. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. The clip applier was not returned. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. All six clips in the first cartridge were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. This was repeated for the remaining cartridges. No clips broke during testing. No functional issues were found with the returned clips. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d2200729 investigation did not show issues related to the complaint. Per l02425 rev 02, during application, orient the single tooth of the clip. This allows the user to visually confirm encapsulation of the structure being ligated. Position the clip around the tissue to be ligated in a manner that provides clear visualization of the locking mechanism. Note: avoid excess tissue in the locking mechanism of the clip. Apply sufficient force to the applier handles so the jaws close and the clip locks shut. Releasing pressure on the applier handles allows the applier to return to a fully open position. A corrective action is not required at this time as there were only representative samples returned and there were no functional issues found. The reported complaint of clips not closing/locking could not be confirmed since the actual sample was not returned. The probable cause of this issue could not be determined without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: clips are springing open when attempting to be fired. The clips are loading into the jaws of the applier correctly. When the surgeon attempted to fire the clip, it clicked like it should close, but would spring back open. The locking mechanism would not function correctly.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.